Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure - posterior revision spine fusion. Primary implant date (B)(6) 2016. Reason for revision, bone failure at end of previous construct. Driver tips on x25 hexlobe drivers for unitized set screws have burred. Both drivers were damaged. Occurred during final tightening. Expedium si is consigned at the hospital so this was used to final tighten the construct after driver failure. Time delay 5 mins. No ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.